Event description:
New information received indicates that the event occurred prior to implant. There was no patient involvement.

Event description:
It was reported the insertable cardiac monitor (icm) exhibited a premature low battery voltage. No changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.